Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form. The originalcomplaint was received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that had to remove the dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented insuffitient bone quality/quantity (bone type iii).